Event description:
Upon review of a (B)(6) female pt's flag file zoll customer support reported battery fault flags. Zoll customer support contacted the pt and issued her a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon eval, the end cap was broken and the white wire connecting the pca to the battery cells was broken at the pca board. The cause for the battery faults was the broken white wire. The root cause for the broken white wire and end cap cannot be positively identified but is likely severe mechanical shock from physical impact. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.